Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed intermittent capture on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was unknown.